Event description:
Customer reported two pumps were noisy and the fluid amount on the display was out of tolerance from the 15th minutes of the treatment. Allowed to perform the simulated patient run.